Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on (B)(6) 2024.

Manufacturer narrative:
Device analysis report is attached. Device analysis indicated device failure. This report is submitted on june 19, 2024.